Manufacturer narrative:
The product was returned and investigated as follows: bin files analysis showed system notice error 50006 (as reported) and also showed system notice error 50005 (the safety system has detected fluid in the catheter and stopped the injection). Visual inspection showed the presence of blood in the catheter. Pressure test revealed a leak through the guide wire lumen, however, the balloon integrity was intact with no breach. Dissection showed a guide wire lumen partial snapping at the coil. A corrective action was initiated to address this issue. The device involved in this event is similar to the arctic front cardiac cryoablation catheter marketed in the us.

Event description:
During cryoablation procedure using the arctic front catheter, the cryo-console showed system notice error 50006 (the safety system had detected blood on the catheter handle, stopped the injection and disabled the vacuum). There was no injury to the patient.